Event description:
It was reported that the device delivered a shock and the hv lead impedance was low. Hv lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.